Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 116" and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Upon receipt, the device would not communicate due to a low battery voltage. Device diagnostics showed depletion in a six week period. The device was normal when tested on the bench and during automated test equipment testing. All device current measurements were within specification. The root cause of the battery depletion could not be determined.